Manufacturer narrative:
Visual inspection performed by r&d project manager: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. A new modification request has been opened and managed to improve the locking system between the two components of the trial offset. Correction: h.5 is no, the device is not labeled for single use.

Manufacturer narrative:
Batch review performed on 15 january 2024. Lot 2158375a: (B)(4) manufactured and released on 28-feb-2022. No anomalies found related to the problem. To date, another similar event has been reported on the same lot.

Event description:
The anti-rotational insert of the trial offset broke. The offset trial and the stem were blocked in the intramedullary canal. The broken part was removed and the surgery was completed successfully despite 30 minutedelay.